Manufacturer narrative:
Block b3: exact date unknown, event occurred within the last six months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief, and the implantable pulse generator (ipg) was not retaining a charge. The patient underwent a revision procedure where the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.